Event description:
It was reported on 02apr2026 that the patient was transported via emergency medical services (ems) to the emergency department after experiencing an implantable cardioverter-defibrillator (ICD) shock for ventricular fibrillation. The patient did not experience any alarms at the time of the event. The patient was admitted to the step-down unit for further evaluation. The log files were submitted for review. The event log files contained clusters of pulsatility index (pi) events as well as routine power source changed. No unusual system controller alarms or abnormal pump faults were seen in the log files. The mechanical circulatory support (mcs) equipment operated as intended electronically and mechanically.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.